Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing blood glucose (bg) levels in the 300's mg/dl range due to air bubbles within the infusion set tubing. Bg level was addressed by delivering a correction bolus via the pump. A system check was performed and the pump performed as intended. Tandem technical support discussed possible causes of elevated bg levels. During a follow-up, it was reported no damage was observed to the infusion set cannula and a supply change was performed addressing the bg level.